Manufacturer narrative:
The device was returned to mmdg for evaluation, and was subjected to an analysis of its internal data log, visual inspection, mechanical evaluation, and volumetric accuracy testing. The device was found to deliver outside mmdg's established non-reportability threshold, and in need of recalibration. The internal data log review revealed that the pump was overdue for its annual preventive maintenance service, which is the most likely cause of the pump having fallen out-of-calibration.

Event description:
The initial reporter stated "will not pass flow rate test. -6.8%."the observation was made during testing, and no patient was involved.(B)(4).